Event description:
Complainant alleged that during biomed testing and routine preventative maintenance, the device did not display a "lead off" error message, although the lead was actually off. The complainant indicated that there was no pt involvement in the reported malfunction.